Event description:
It was reported that during a bowel resection procedure, the device did not fire correctly. One of the staple rings was not complete. The surgeon had to reinforce the anastomosis with suture. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.